Manufacturer narrative:
Details of complaint: the monitor tech manager reported that the multigas unit was not registering and would not display any vitals or metrics when connected. He had already changed the water trap and cables, but the issue persisted. No patient harm was reported. Investigation summary: the device was sent to nk for evaluation and repair. During the evaluation, the reported issue was duplicated. Diagnostic testing using visia2 software identified a pneumatic hardware error. The device displayed a "gas device error" message, preventing readings from being obtained. Findings indicate a failure within the internal pump or sensor assembly. The unit had 47,582 operating hours, and the pump had been previously replaced. Nihon kohden will continue to trend and monitor. The following field contains only partial information, as attempts to obtain the information were made, but not provided: d10. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-671ra, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H6. Event problem and evaluation codes, h11. Additional manufacturer narrative.

Event description:
The monitor tech manager reported that the multigas unit was not registering and would not display any vitals or metrics when connected. No patient harm was reported.

Manufacturer narrative:
The monitor tech manager reported that the multigas unit was not registering and would not display any vitals or metrics when connected. He had already changed the water trap and cables, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-671ra serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.

Event description:
The monitor tech manager reported that the multigas unit was not registering and would not display any vitals or metrics when connected. No patient harm was reported.